Event description:
As reported by the exactech vantage total ankle study, approximately 3 months and 7 days post the initial right total ankle arthroplasty, the patient presented to their post-op visit with delayed wound healing and was referred to a wound care clinic for management. The outcome is considered resolved.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 350-12-02 - tibial plate fb sz 2 rt: (B)(6), 350-22-02 - tibial insert fb sz 2 rt 6mm: (B)(6), 350-02-02 - talar implant sz 2 rt: (B)(6).